Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: e1, d10, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
D4: the lot number remains unconfirmed. The company representative indicated that the lot number is possibly ws487109. D6a: the valve was implanted on (B)(6) 2024. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a bronchoscopy, the physician noted difficulty removing two endobronchial valves. The valves had been implanted for the management of an air leak and were being removed after resolution of the air leak. According to the report, the physician was unable to locate the valves due to surrounding lung tissue, and it was suspected that scar tissue had formed over the device. As a result, the valves could not be removed and remained in the patient. A chest x-ray was performed and confirmed that the valves remained appropriately positioned within the lung with no evidence of movement. No contrast dye was utilized. There were no patient complications associated with the unsuccessful removal attempt. There are currently no plans to pursue additional removal efforts, and the patient remains clinically stable. There were no reports of patient harm. This report is 2 of 2.